Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
It was reported that the ventilator would not switch on. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the power supply to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.